Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they examined by their dentist that found the patient have difficulty biting/chewing or an inability to bite into food properly, jaw pain, teeth that are different lengths, wobbly more prone to damage, abnormal facial appearance, mild to severe headaches/migraines. The dentist opinion is that the patient stop aligner treatment due to them fitting improperly and causing the concerns noted. Patient has been referred to orthodontist specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.